Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch rcbcpj, 8734h56 and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many needles were pulled off during suturing on this one patient during this single surgical procedure? Was the needle piece removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Is the procedure date (B)(6) 2021? Procedure name? What is the patient¿s current status? Device return status/follow up? Were there more than one surgery/patient involved with this event? Please specify. If yes, were these surgeries/patients/events reported previously to ethicon? If so, please provide pc numbers. If no, please create additional files for each single procedure/patient and provide pc numbers. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. During surgery, the thread keeps falling off the needle. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 09/28/2021. H6 component code: g07002 no device problem found. Additional information: h6, h3, d9. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one packet of product code 8734h was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related to damaged and no defects were observed during evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.